Event description:
It was reported that during an unknown procedure, "the device jammed on an unknown firing." Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a colon procedure, the device would cut but stapled partially. During intervention (inferior mesenteric vascular suture) the stapler stapled shut, but partially. The bleeding was curbed by manual suture on the stump vascular. The procedure was finished by a stapler of the competition. No transfusion needed, no consequences on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.